Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colectomy procedure, the device locked. There was no pt consequence.